Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for analysis. The interface (umbilical) cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Return requested for mvs interface kit. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that a site's imaging system was experiencing a framerate error intermittently. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.